Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign objects in the nozzle and tip cover could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited a foreign object in the nozzle and tip cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information of the investigation and correction. Updated fields: h2, h4, h6, h11 corrected fields: b5, h3. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scorched tip cover was traced to component failure. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device analysis, the service repair technician identified that the device exhibited a scorched tip cover as well.